Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx would not detach and the outer cover would not attach during use. The following was reported by the initial reporter: "this is a complaint about a defect of micro-fine pro (320559). The patient cannot detach the pen needle from the pen because the outer cover is loose."

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx would not detach and the outer cover would not attach during use. The following was reported by the initial reporter: "this is a complaint about a defect of micro-fine pro (320559). The patient cannot detach the pen needle from the pen because the outer cover is loose."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-01 h6: investigation summary one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 0147022, cat. No. 320559. A functionality test was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified. See h10.